Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical service engineer (tse) that the erbe was exhibiting fault code c-34 when the bipolar and monopolar switches were activated. The erbe's power supply voltage was checked, the cable and instruments were replaced, but the problem persisted. The problem was resolved using an external cautery, and the procedure continued normally without further issues. The procedure was completed with no reported injury.